Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant medical products - part: us157854 name: m2a-magnum pf cup 54odx48id lot: 941170. Complaint was confirmed based on medical records. No device or photos were received; therefore the condition of the device is unknown. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it was reported that a patient underwent an initial total hip arthroplasty due to increasing hip groin pain. Subsequently, the patient was revised approximately 4 years post initial implantation due to pain and metallosis. The surgeon also noted that the pain may be related to synovitis. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown m2a cup, unknown. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10510.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent total hip arthroplasty. The legal counsel further reports that the patient underwent a revision procedure due to patient allegations of pain and metallosis. Attempts have been made and additional information on the reported event is unavailable.